Event description:
Torque knob became loose and slipped on pt was injured - laceration. Add'l clinical info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.